Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: cord would not turn off from adapter. Patient was not affected as a result of this procedure. The failure(s) identified in the investigation is consistent with the complaint record. Possible root cause: bad reed switch is stuck closed. Reed switch issue. Cable will be saved for the quality engineer. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The initial reporter phone number was added.